Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing low impedance and a high number of short interval counts (sic) were observed. The lead is out of service and a lead revision has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7304, implantable cardioverter defibrillator (ICD), implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.